Event description:
In 2003 the dr applied 4 pairs of ssm451 clamps to the pt for diabetic charcot foot reconstruction. During application, the clamps would not fully tighten over the bone screws, so the dr attempted to tighten them again then decided that they were secure and left them in place. During treatment the clamps loosened over the bone screws, so the pt returned to the dr's office. The dr attempted to retighten the clamps and they cracked so he ordered 4 more sets of clamps and then put them on the pt at another office visit. The new clamps loosened over the bone screws during treatment as well, so the pt returned to retighten the clamps and they cracked so he ordered another set of clamps and is scheduled to replace them in this office.